Event description:
A customer reported a user injury during installation of the rinse pump on the echo. While performing the installation, the customers's left index finger was burned. The customer now has a blister on her finger; the skin is intact. The injury did not require medical attention. The customer mentioned that the rinse and waste pumps were very hot.

Manufacturer narrative:
The customer was instructed to turn the echo off and unplug it until the visit by field service engineer. A service call was made. Probe waste and rinse pumps were leaking. Replaced both pumps and pump power supply cable. Replaced probe rinse station tubing and probe rinse supply tubing. Instrument was tested and is operating within specifications.